Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent was unable to fully deploy. Subsequently, the stent was eventually deployed but in an incorrect location. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.